Event description:
It was reported that during a peripheral transluminal angioplasty procedure, a balloon rupture occurred. The physician advanced the gladiator balloon catheter to the target lesion where, at unknown atms, the balloon ruptured circumferentially. A cut down was required to remove the balloon (incision). No other complications were reported. The last inflation that broke the balloon produced a good result.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).